Event description:
It was reported that during a ptci procedure, a guide wire was advanced and the cx lesion was pre-dilated. Subsequent stent implantation was intended. The tristar was advanced into the vessel without any difficulties, but was advanced a little too far beyond the lesion site. An attempt was made to correct the stent position by retracting the system a little bit, when it was noticed that the shaft of the stent system had broken and separated into two pieces. Reportedly, the patient had to be transferred to a nearby hospital where a successful surgical intervention was performed in order to retrieve the distal shaft segment.